Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. Customer will continue to use pump however cts to send replacement pump. There was no reported adverse impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.